Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with insert slide clamp alarm. This condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an insert slide clamp alarm was not confirmed during product evaluation. Also, the quality engineer has not identified a cause. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: a service history review found that the device has been previously sent into service for the reported condition. During previous service the slide clamp sensor was recalibrated. A device history review was performed with no exceptions found during manufacturing.